Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided. Initial reporter - (B)(6). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a hip revision procedure approximately four years post-implantation due to altr and pain. Femoral osteolysis and corrosion of head-neck junction were noted.